Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 419688, lead, 5076-52, lead, implanted on (B)(6) 2013. 694765, lead, implanted on (B)(6) 2003. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2017, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2017, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing low flows that wouldn't resolve, and reports changing the controller due to these. The patient's family member saw a red alert and power disconnect alarm prior to the controller exchange while connected to the batteries. Patient did not confirm these events. After the controller exchange, the patient presented to the emergency room with very low flows. It was noted that the low flows were due to an inflow obstruction. The patient had an international normalized ratio (inr) of 2.8. Hospital staff changed the controller without consultation. The patient started to complain of leg numbness and was started on blood thinner medication. A femoral artery embolectomy was completed restoring circulation to the patient¿s left leg. It was also noted that the patient was compliant with their anticoagulation therapy. The vad has been stable with flows improved to 4's and power within normal limit. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h3: yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) h3: yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6) and two controllers (B)(6) were not returned for evaluation. Review of log files pertaining controller (B)(6) revealed eight (8) low flow alarms starting from 07/jul/2022 at 18:08:48, and a vad disconnect alarm on 27/jul/2022 at 01:37:59, likely due to physical disconnection of driveline. Review of log files pertaining controller (B)(6) revealed two (2) low flow alarms on 27/jul/2022 at 03:18:58 and at 03:20:27, four (4) vad disconnect alarms on 27/jul/2022 at 03:18:23, 03:20:08, 04:50:34, 04:56:43, likely due to physical disconnection of driveline from controller. Additionally, log file analysis revealed multiple controller power up events logged on 27/jul/2022 between 03:18:20 and 04:57:26. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 30/sep/2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 03:18:52 on 27/jul/2022, indicating that the power up events occurred during a controller exchange. No other anomalies were observed. Information received from the site revealed that the patient experienced leg numbness. The patient was treated with blood thinner medication. A femoral artery embolectomy was completed restoring circulation to the patient¿s left leg. Additionally, the patient was in compliant with anticoagulation therapy. Based on the available information, the device may have caused or contributed to the reported event. As a result, the reported low flow alarm event was confirmed. However, the reported red alarm and power disconnect alarm event could not be confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.